Event description:
It was reported that when taking the trial poly out, it snapped in half. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. The surgery was not completed with a second device. Both instruments fractured during the same surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional top. Performed a visual inspection of the provided photograph and found it to exhibit signs of repeated use nicked or gouged and has fractured on the lateral side of the post feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03368.